Manufacturer narrative:
Citation: tichelbäcker t insights into permanent pacemaker implantation following tavr in a real-world cohort plos one. 2018 oct 17; 13(10):e0204503. Doi: 10.1371/journal.pone.0204503. Ecollection 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding insights into permanent pacemaker implantation following tavr in a real-world cohort. All data were collected from a single center between april 2009 to august 2015. The patient population included 494 patients. However, the final study population consisted of 401 patients (predominantly female, mean age 82 years), 31 of which were implanted with medtronic corevalve bioprosthesis. No serial numbers were provided. Among all patients, adverse events included: atrioventricular (av) block iii, av-block mobitz type ii, bradycardic atrial fibrillation and persistent sinus bradycardia, paravalvular leak (pvl), left bundle branch block (lbbb) and right bundle branch block (rbbb). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.